Event description:
A malfunction with the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts who provided pump reset information and guided them through the resetting process, after which the malfunction did not recur. Customer was advised to continue using the pump and to reach out if the issue happens again.